Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, sensor wire may have been shorter. Patient stated that the sensor wire remained attached to sensor pod. Patient reported not experiencing any discomfort at insertion site. At the time of the call, patient reported seeking no medical intervention. Dexcom has issued an rga for patient to return their device to be investigated.